Manufacturer narrative:
(B)(4). D10 ¿ associated products: item #01.00181.440, item name #metasul large diameter hd 44/j, lot #2362828. G2 ¿ foreign ¿ italy. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00360 investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent revision surgery due to metal related pathology and elevated metal ion level approximately fifteen (15) years post implantation. Due diligence is in progress for this complaint; to date, no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Device is used for treatment. Medical records and radiographs were provided and reviewed by a health care professional. The review identified that there was an initial right total hip arthroplasty performed. Subsequently, the patient was revised fifteen (15) years post implantation due to elevated metal ion levels and signs of metal related pathology. No complications were noted. In total 5 pre-revision radiographs were received and demonstrate an anatomic alignment of the right hip arthroplasty, which was stable from 2019 to 2023. Neither signs of metal related pathology nor any other abnormalities are identified. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.